Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
The locking bar inserter was received in an unusable condition. The sharp corner at the interface of the handle and the body suggests that the sharp corner acted as a stress riser resulting in a bending overload fracture. The associated DHR was reviewed with no issues present during manufacturing. Based on this investigation, the part left biomet in a conforming condition and it appears that the fracture of this instrument is from a bending overload as noted in other previous investigation reports of similar fractures with this instrument. An ecr was initiated in october 2011 to address this type of fracture. There are warnings in the IFU that state under "care and handling of instruments and instrument cases¿: " general. Surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2014. During the procedure, the locking bar inserter fractured.